Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was fractured. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event was confirmed as visual examination of the returned product confirmed the reported event as the provisional has fractured into two pieces. All pieces were not returned back for evaluation. There was wear seen on the surface of the device. The product was confirmed to be made of the correct material to print specification. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.